Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without a device to analyze, a cause for the reported clip opening while establishing final arm angle and clip opening while locked after deployment could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while establishing final arm angle and opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip was inserted, but while in the left atrium (la), the clip opened while establishing final arm angle. Troubleshooting was performed and the clip was able to pass efaa; therefore, it was deployed on the mitral valve. However, after deployment, the clip opened to roughly 50 degrees. It was noted the clip remained stable on the leaflets. An additional clip was deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.